Event description:
The customer reported that their gz monitor shut off due to low batter without informing their staff. No further information was provided. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their gz monitor shut off due to low batter without informing their staff. No further information was provided. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: pu-681ra, serial #: (B)(4). Device manufacturer data: 07/01/2020. Unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Details of complaint: the customer reported that the gz transmitter shut off due to a low battery without alerting the staff. No further information was provided. No patient harm was reported. Investigation summary: there was insufficient information provided to conduct a root cause investigation. A similar investigation was conducted under ticket 120321: the device logs were analyzed by nihon kohden corporation. The cns logs were also investigated. It was confirmed that the "change trans. Battery" message was displayed on the cns screen. The "communiation loss" and "change trans. Battery" messages, which had been displayed on the screen of the cns were extracted. From the logs, it was determined that the cns functioned as intended. The battery advisory message as well as the communication loss message were triggered and recorded. The length of time for the "change trans. Battery" battery advisory message to become the "communication loss" message varies depending on the battery state and condition. A low battery message is a message displayed on the cns screen at the patient tile, indicating the remaining battery level of a monitored transmitter device. There are four levels of transmitter battery remaining level indicators. When the battery is weak, the change battery message is displayed. When the battery has run out, the symptoms would be a communication loss, or a signal loss message displayed at the cns. There is no indication of a cns and/or transmitter device malfunction. There is no recurrence history of the event. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 attempt #1 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: pu-681ra serial #: (B)(6). Device manufacturer data: 07/01/2020 unique identifier (UDI) #: 04931921131640 additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the gz transmitter shut off due to a low battery without alerting the staff. No further information was provided. No harm or injury was reported.